Manufacturer narrative:
The device was received with the cannula assembly fully deployed. Inspection of the device found no issues that would cause the cannula to dislodge. The cause of the reported dislodged cannula could not be conclusively determined. The soft cannula was observed to be kinked. It is unknown how or when this damage to the soft cannula occurred. A leak test was performed and no leaks were found. The damage did not affect the ability of fluid to flow through the fluid path. The device generated an 0x33 alarm, indicating command not received when prev. Cmd had mctf bit set. No timeouts or drive stalls were seen in the download data. Inspection of the device found no issues that would contribute to the generated alarm. The device was reset and paired with a pdm. The device did not replicate the 0x33 alarm during a 5 unit bolus.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose levels reached 457 mg/dl while wearing the pod between 24 and 36 hours. The cannula dislodged from the infusion site (back). As treatment, boluses of insulin (8u) were delivered several times. The patient's blood glucose and insulin history are as follows: (B)(6).